Event description:
It was reported that during a prostate procedure, an error was observed which is indicative of a chiller malfunction. The procedure was "discontinued". " no product related complications".